Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990 scorpion needle did not fire, the surgeon removed the needle from the scorpion to check the situation, he found that the needle had broken and the broken pieces were stuck inside the scorpion. This occurred during use in a medial meniscus posterior root tear repair case with no patient effect. C-arm and x-ray were also used, and no broken tip was found inside the joint. The surgery was completed using a product from another manufacturer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error due to striking the bone or using excessive force to pass the needle through fibrous/calcific tissue, breaking the needle and causing a blockage within the shaft.